Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that eight months following the valve-in-valve implant procedure, both valves were explanted due to worsening of paravalvular leak to severe. A medtronic valve was implanted with no adverse patient effects. Conclusion: without return of the valve for analysis, a root cause for the clinical observation cannot be determined.

Event description:
Medtronic received information that at approximately nine months post implant, this bioprosthetic valve exhibited severe central and paravalvular leak (pvl) with thickened leaflets. No treatment was prescribed at that time. Eleven months following implant of the valve, it was reported that a transcatheter bioprosthetic valve was successfully implanted valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. From the information received the valve was remain implanted. Without the return of the valve for analysis, a root cause cannot be determined. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).